Manufacturer narrative:
Date was estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with a three proglide devices using the pre-close technique via an endovascular aneurysm repair (evar) interventional procedure. Reportedly, two proglide devices were successfully pre-placed even though calcification was noted. The sheath was up sized to 16f and the evar procedure was completed. Knot advancement was performed but the two proglide sutures were not enough to achieve hemostasis. The suture of a third proglide was deployed; however bleeding continued. The hole was closed surgically. Per the physician, the bleeding was caused by the 16f introducer and not because of the proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.